Event description:
It was reported that there is a leakage - leaks were located at the connection arterial and venous, the transition from the transparent part to the non-transparent (bifurcation). The doctor has clamped the catheter to prevent air embolism.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of rewa0134 showed no other similar product complaint(s) from this lot number.